Manufacturer narrative:
E1:patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 12 hours. No further information available.